Manufacturer narrative:
A picture was provided and it was possible to observe white marks / spots on the catheter handle. Upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle near to the flush port which is potential adhesive. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Deployment to basket and flower was successful on every attempt and no unusual resistance was noted. However, white marks / spots were noted on the catheter. The investigation findings determined that the material on the device is likely adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During preparation it was noted that the flush port looked contaminated. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During preparation it was noted that the flush port looked contaminated. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.